Event description:
Information was received that this left ventricular (lv) lead displayed threshold measurements of .5v at 1.0ms. The lead was explanted and a new lead was implanted. No additional adverse pt effects were reported.